Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully no further information available

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6007668 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007668 were previously tested in complaint (B)(4) on 14/may/2025. Test results: visual test according to 002702 version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to work instruction (wi) version 2.0 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6007668 was manufactured according to the wi version 114 in the line 3, on 14/jun/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4f00084 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 09/jun/2024 with a total of (B)(4) units. The lot 4e03590 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 04/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6007668 and no found other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.